Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they went into the swimming pool while wearing the insulin pump. Customer advised the insulin pump did not work after the moisture damage and had a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and cracked belt clip slot.